Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported approximately one-month post implant that the patient¿s atrial ectopy was being detected by the implantable cardioverter defibrillator (ICD) as atrial fibrillation (af), resulting in multiple stored false positive episodes. No further programming adjustment could be made to the ICD to improve its performance because the af sensitivity was already at least sensitive and ectopy rejection was already programmed on. The ICD remains in use. No patient complications have been reported as a result of this event.